Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it it was confirmed that foreign matter was attached to/clogged in the sub-water channel, air/water channel, and air/water cylinder, but the foreign matter could not be identified. Due to a leak failure in the s cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited white foreign material inside the jet tube, white foreign material inside the air/water cylinder and white foreign material inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.